Event description:
A malfunction on a pump was reported by the caller, and there were no notable events prior to this malfunction. There was no adverse impact on the customer's blood glucose level. Customer support provided instructions for resetting the pump and assisted with the process, but the issue persisted after the reset. Consequently, a replacement pump was sent to the customer. It was confirmed that the pump was under warranty, and the customer used a backup insulin pump to ensure continuous insulin delivery. The customer agreed to return the malfunctioning pump to tandem within ten days utilizing a return box and pre-paid shipping label, following the guidance provided on returning the pump and programming settings into the replacement.